Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 was confirmed in the device history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received hardware low level failure error. Customer was able to clear and rewind but error occurred again. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.